Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10

Event description:
It was reported that 2 boxes of bd nano¿ pro ultra-fine¿ pen needles clogged during the priming process. The following information was provided by the initial reporter: "consumer reported found 2 boxes that clog during the flow check"

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 2 boxes of bd nano¿ pro ultra-fine¿ pen needles clogged during the priming process. The following information was provided by the initial reporter: "consumer reported found 2 boxes that clog during the flow check".